Event description:
It was reported that a device dislodgement occurred. A flexima device was selected for use. During the procedure, the physician introduced the flexima device in a 7fr guide catheter. As he pushed the flexima device with the pusher, a slight resistance was felt. It was noted that the radiopaque ring of the pusher dislodged, and the healthcare professional was able to retrieve it in the guide catheter. There were no patient complications reported.